Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient had received their implantable neurostimulator (ins) in january, they were told that they only will have to charge it once a week, but from june, they are charging it more frequently, and are worried they might get to a point where they need to recharge the ins every day. Agent reviewed that the ins battery longevity will depend on the therapy setting, and the higher the setting, the faster the battery might deplete. Patient insisted that they are just at a normal settings. Agent then redirected the patient to their hcp to further address the issue. Agent documented reported event.